Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI implantable port kit which included one powerport MRI implantable port, one cath-lock, one catheter, one introducer needle, one 6.5fr peel-apart sheath and vessel dilator, one vein pick, one j-tip guidewire loaded in a guidewire hoop, one tunneler, one straight non-coring needle, one right angle non-coring needle, one infusion safety set and one flushing connector were received for evaluation. Visual evaluation was performed. The guidewire was noted to be bent at the proximal to the distal end. Therefore, the investigation is inconclusive for the reported fracture issue as no evidence was provided for the reported failure. However the investigation is confirmed for the identified deformation due to compressive stress issue as the guidewire was bent. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the tip was allegedly found to be broken when they opened the set. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 07/2024.

Event description:
It was reported that during preparation of a port placement procedure, the tip was allegedly found to be broken when they opened the set. The procedure was completed by using another device. There was no patient contact.